Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent delivery system could not cross the lesion and the stent was damaged. The lesion to be treated was a 90% stenosed, calcified, moderately tortuous rca (right coronary artery) lesion. The lesion was predilated with a quantum maverick balloon and a 3.0x28mm taxus express2 stent delivery system was advanced but could not cross the lesion. The stent delivery system was removed from the patient and proximal stent damage was found. The procedure was completed with a 3.5x28mm taxus express2 drug eluting stent. There were no patient complications and the patient was reported to be "good".